Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. Cause of the patient pain cannot be determined. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Charite patient had a revision due to post-op leg pain. Charite was removed and a fusion performed at l4/5 surgeon retained the implant. Sales rep stated, that the x-rays showed the device in good position with no indication of post-op migration. Patient was implanted during the clinical ide trial.